Event description:
Customer's father called in and reported that his son's blood sugars were elevated. The device was activated at 12am and his bg level was 193. At 8:39 am his bg measured 240 and a 6 unit bolus was administered. At 11:16am pdm read high (over 500) and a 5.25 unit bolus was administered. By approximately 1:35 pm, his bg measured 578 and his heart rate was elevated. The medical staff at the ski lodge started at IV and when the ambulance got to the lodge they started another. At this point, the father took the pod off and administered 7 units of novolog via injection. His son was transported to the hospital via ambulance. By 2:35 pm bg was 298 blood tests and urine tests came back normal. The father stated that when the pod was activated on the 15th he heard a "springy click once". No further information reported.

Manufacturer narrative:
The evaluation indicates that a retainer allowed a component to move which prevented the plunger from advancing. The user is instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.